Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high threshold, high impedance, and poor sensing. The connector pin was not properly inserted into the header. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Weekly pace lead trend data shows high impedance for minimum and maximum atrial pace bipolar impedance equal to 4047 ohms between (B)(4) 2011 and (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.